Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 13 total events were initially reported. 13 previously reported events are included in this follow-up record.   Product return status 12 devices were received. 1 device was not available for evaluation.   Event confirmation status 10 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. Evaluation results 11 devices were found to be affected by internal corrosion. 1 device was found to be affected by broken down lubrication.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 13 events were reported for this quarter. Product return status: 13 devices were received for evaluation. Evaluation status: 3 reported events were confirmed during testing. 2 devices were found to be affected by corrosion. 1 device was found to be affected by a lubrication problem. 10 device evaluations are in progress. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 13 total events were initially reported. 8 previously reported events are included in this follow-up record.   Product return status 8 devices were received.   Evaluation status confirmed 5 reported events were confirmed during testing. - 5 devices were found to be affected by corrosion. Not confirmed 2 reported events were not confirmed during testing; however: - 2 devices were found to be affected by corrosion. In progress 1 device evaluation is in progress.   Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact.